Event description:
It was reported that the right ventricular (rv) lead connected to this implantable cardioverter defibrillator (ICD) had a high out of range pacing impedance measurement, during a shock delivery. The impedance measured greater than 125 ohms. It was also reported that during this ventricular tachycardia (vt) event, the patient passed out and broke their leg. Technical services recommended that the lead be replaced. No additional adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information reported indicated that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) were removed and replaced. No additional adverse patient effects were reported. This product has been returned and analysis was completed.